Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 524 mg/dl. The customer treated with a shot. The customer reported a no delivery alarm. The customer stated the alarm did not occur during manual prime. The customer reported event to be resolved by infusion set change. The insulin pump will not be returned for analysis.